Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clear plastic ring and the black rubber ring that goes around the entrance to the reservoir hole of insulin pump was broke and can screw the reservoir in, but customer assume the broken rings compromise the water proof ness of the insulin pump. The customer¿s blood glucose value was unknown. Customer was not assisted with troubleshooting. Customer also stated that the clear plastic ring was work, as the black rubber one was only not staying in because of the broken plastic. The device will not be returned for analysis.